Manufacturer narrative:
H.3 evaluation summary. The reported event was confirmed. The time required to charge the device's high voltage capacitors was found to be out of specification. The extended charge time was traced to the charging circuit.

Event description:
The pt was induced into a ventricular fibrillation to test the ICD during an attempted implant. It appeared that the ICD took longer to charge than expected. External defibrillation was used to convert the pt to a normal sinus rhythm. The physician chose not to proceed with the implant.